Event description:
It was reported that the ilet displayed a black screen and did not appear to charge while on a charging pad that showed a blinking indicator. After user troubleshooting guided by an agent, including removing the device, switching outlets, and repositioning on the pad, the device powered on and indicated charging with subsequent normal operation. Symptoms included hyperglycemia with the highest reading of 228 mg/dl. Outcomes included no medical intervention, no hospitalization, and restoration of device function after troubleshooting bringing blood glucose back into range at 166 mg/dl. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the device resumed normal charging and operation after power source and placement adjustments, consistent with user-related charging technique or power source issue. It was concluded that the device functioned as designed after correct charging setup and that no device malfunction was confirmed.